Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected ramping/scrolling numbers noted during testing. The device had cracked: lcd window, case at the display window, battery tube threads, and reservoir tube lip.

Event description:
Customer reported via phone call, she was attempting to enter a bolus and the numbers kept scrolling. Customer's blood glucose was 145 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.